Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor's j1 battery connector on the monitor defibrillator board was damaged, which prevented the monitor from powering up. The root cause for the damaged j1 connector could not be positively identified. No adverse event resulted from the damaged connector. The pt received a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report that her monitor would not power up. The pt was issued a replacement monitor.